Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the patient heard a pop and claims the rod snapped while stepping out of the shower. No patient complications were reported.

Manufacturer narrative:
Films supplied for review found multiple x-rays of lumbar pedicle screw construct at l4-l5-s1. Vb replacement noted at l5. S1 screws have broken are not displaced.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however, films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.